Manufacturer narrative:
The lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the pump was exchanged on (B)(6) 2025. The event occurred on 2025-08-06, which is (18 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and concluded that the pump was produced according to our specification. According to the patient's record, the patient was also being supported with a rvad excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6). This pump remained on the patient until the pump was replaced on (B)(6) 2025. The patient was successfully transplanted on (B)(6) 2025. The manufacture date for sn (B)(6): 2025-05-16. The expiration date for sn (B)(6): 2028-04-20. UDI: (B)(4). The delay in submitting this MDR is due to human error. The responsible employee who got informed about the ae by the site, forgot to forward this information to the responsible qm/ra employee.

Event description:
Berlin heart gmbh clinical affairs was informed by the clinic that on (B)(6) 2025, CT scans of the patient supported with excor ventricular assist device in bi-vad configuration revealed an embolic event in basilar/pca territory without symptoms. The patient showed stable intracardiac thrombus near mitral valve inflow, showing signs of chronic thrombosis. The excor blood pump lvad was replaced on the same day of the event. The patient was successfully transplanted on (B)(6) 2025.